Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the second port on the axiem box was not functioning. The axiem box was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that when the field generator was connected to a known good test system and upon initial connection, all eight ports on both lemo connections were tracking normally. The unit was left connected for two hours and throughout the duration all ports continued to track as intended. The reported issue could not be confirmed. The axiem has been returned to the manufacturer for analysis, however, analysis has not been completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while a manufacturer representative was testing the system, it was discovered that the second port on the axiem box no longer worked and it was reported that the emitter intermittently functioned. The system needed to be rebooted periodically to get the emitter to track/chirp. There was no patient present while the representative was testing the system.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that upon return, the axiem was connected to a known good system and all four ports were tracking. The unit was left connected for twenty four hours and all four ports remained tracking normally. If information is provided in the future, a supplemental report will be issued.